Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Visual analysis of the photos revealed that the first plate is already deployed. It is completely out of the needle, the sleeve shows a slight deformation in the distal part. The rest of the device shows no structural anomalies. The overall complaint was unconfirmed as the observed condition of the truespan 12 degree peek would not contribute to the complained device issue.¿ based on the investigation findings, and since the plate was observed to be already deployed, there is no enough evidence to adjudicate a root cause for the issue experienced by the customer. The root cause for the sleeve condition is traced to procedural variables, such as; handling of the device or product interaction during procedure; an excessive manipulation of the device, tilting movements of the device while it was inserted causing the sleeve to deformed. Therefore, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: b5; the event description has been updated to reflect the correct information.

Event description:
This is report 1 of 2 for (B)(4). It was reported from colombia that during an unspecified surgical procedure, a truespan 12 degree peek device was used. According to the report, the first pistol did not expel the peek that it was stuck at the tip when placing the stitches in the medial meniscus. It was reported that a second pistol was passed which operated effectively. It was reported that a third pistol was passed but had the same fault as the first one. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown.

Event description:
It was reported by the sales rep in colombia that during an unspecified surgical procedure on an unknown date while using the truespan 12 degree peek device, on placing the stitches in the medial meniscus and the first pistol did not expel the peek and it was stuck in the tip. A second pistol was passed which was operated effectively. A third pistol was passed and it had the same fault as the first one. There were no adverse patient consequences reported. No additional information was provided.